Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a leak from a hole in a homechoice cassette which resulted in peritonitis. The cause of the hole was not reported. The patient was hospitalized for the event. The patient received unspecified treatment for the event. Action with pd therapy was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.